Event description:
The customer observed falsely depressed wbc results generated on the cell dyn sapphire for 5 patients. The samples were repeated on another analyzer and were correct. The customer stated that there were other cells present in wbc sample (observed after microscopic inspection). The following data was provided: sid (B)(6) bc 0 e9/l, repeated on the same analyzer wbc 2.92 e9/l sid (B)(6) bc 0.005 e9/l, repeated on the same analyzer 5.93 e9/l sid (B)(6) bc 0 e9/l, repeated on the same analyzer 30 e9/l other sample ids with wbc value 0 or nearly 0 (no specific values provided): (B)(6). Impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service engineer (fse) visited the site and noticed that peristaltic pump #3 (staging wbc and hgb) was not running intermittently, fse replaced the peristaltic pump #3. Trending review did not identify any trends for the complaint issue. Ticket review did not identify an increase in complaint activity. Labeling was reviewed and found to adequately address the issue under review. Based on all reviewed data, a product deficiency was not identified. Based on all reviewed data, a product deficiency was not identified.

Manufacturer narrative:
This follow up is being submitted to include the initial coding in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.